Event description:
I noticed blackish/greenish specks contaminating one of my tampax tampons. I opened a few others in the same box and several of were contaminated with the same specks. Is this mold? Is there a way to test them to see what this contaminant is? I don't know what I just put in my body, and I'm pretty disgusted. If you know a facility that could test them, I'd be happy to ship all the remaining tampons from this box immediately. Retailer: (B)(4). Purchase date: (B)(6) 2013. This date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. I still have the box and would be willing to ship them to a lab for testing. After I file this report, I may try to notify tampax. Document number: (B)(4). Report number: (B)(4).